Event description:
Information from enlaso transcript and crts document both indicate that high as well as low impedances had been encountered.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an impedance test resulted in out of range results. Electrode pair 0<(>&<)>3 had low impedances (<(><<)>70 ohms), electrode pairs 0<(>&<)>1 and 1<(>&<)>3 were within normal limits, and all other pairs on the 4 electrode lead had high impedances (>3600 ohms). Follow up received reported that it was unknown if further diagnostics were performed. It was reported no interventions were taken or planned. The patient was receiving effective therapy with the working electrodes.

Manufacturer narrative:
Correction to previous report.